Event description:
It was initially reported by the surgeon's nurse that the pt is being referred to vns battery repositioning surgery. She did not have any further details about the event. Good faith attempts to obtain additional info has been unsuccessful till date. It is unk why the pt is having battery repositioning surgery.